Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that the device failed downstream occlusion (dso) test. Alarm was triggered at 7.38 psi, below minimum acceptable limit. This occurred, during testing. And there was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed 500 downstream occlusions reported and 14 upstream occlusions reported. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to an upstream occlusion malfunction. As a result, the downstream occlusion sensor, gasket and printed wiring assembly board (pwa) were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.